Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
It was reported by the biomedical engineer that the sr 6 ultrasound image is too dark just in the center of the acoustic window. The surrounding areas from the center of the image is normal. The probe was tried on another ultrasound and the effect did not follow the transducer and seems to be with the unit itself.

Event description:
It was reported by the biomedical engineer that the sr 6 ultrasound image is too dark just in the center of the acoustic window. The surrounding areas from the center of the image is normal. The probe was tried on another ultrasound and the effect did not follow the transducer and seems to be with the unit itself.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of ultrasound image is too dark just in the center of the acoustic window was confirmed. The scanner has a very dark image in the middle of the acoustic window due to an internal failure in the control board. The device was serviced, tested and returned to customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.